Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that prior to the routine device replacement procedure, varying impedance measurements were observed on the right atrial (ra) lead. As a ra lead fracture was suspected and the patient had chronic atrial fibrillation, the ra lead was surgically abandoned. The new device was implanted successfully and programmed to vvi. No adverse patient effects were reported.